Manufacturer narrative:
The following sections were updated b4, g3, g6, h2, h6 and h11. The complaint for "valve function-performance thrombus formation (device) post procedure" was confirmed with other empirical evidence via information reported by edwards clinical specialist. A device history record review was conducted and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Available information suggests patient factors (underlying coagulopathy) is a contributing factor the thrombus formation. However, a definitive root cause cannot be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 44mm evoque procedure where approximately 2 months post-procedure, the valve presented with thrombus. The patient was on non vitamin k antagonist oral anticoagulant (noac) therapy prior to the procedure and presented with symptoms. At 30 days post-procedure, the transvalvular gradient was measured at 8 mmhg. Despite treatment with heparin, vka, and lysis, the patient remained hemodynamically unstable, with low oxygenation requiring mechanical ventilation. Due to valve thrombosis, a valve-in-valve procedure was successfully performed using a 29 mm sapien 3 valve approximately two months after the evoque implant. Following the intervention, the patient stabilized and was subsequently discharged in good condition.